Manufacturer narrative:
Integra has completed their internal investigation on november 3, 2016. The investigation included: methods: review of device history records. Review of complaints history. Results: DHR review; no lot was provided; therefore no retain samples was evaluated. Complaints history; upon review of integra's complaint system from october 2014 - october 2016, a total of 26 complaints (including the one under evaluation) related to adverse reaction for biopatch product family. Ten (10) of these 26 complaints are related to children or babies, for which safety and effectiveness of the device has not been established as indicated in the IFU. Approximately (B)(4) units have been released for distribution since october 2014 - october 2016, resulting in a complaint occurrence rate of approximately (B)(4). Conclusion: biopatch¿s IFU literature recognizes the possibility of an adverse reaction: ¿adverse reactions to chlorhexidine gluconate such as dermatitis, hypersensitivity, and generalized allergic reactions are very rare, but if any such reactions occur, discontinue use of the dressing immediately.¿ no assignable cause that could be associated to the manufacturing process of biopatch was identified.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported by the home health nurse that the patient had a rash after use of the product. The patient had the product placed on prior instances with no reaction. The caller was advised that the active component of the product was chg. The patient experienced a rash at the site of the product.